Event description:
During a pci, the stent would not cross initially. It was removed and reloaded. While advancing the stent over a 4x4 wire, it caught on the wire. A spur was then noticed no the distal tip of the catheter. The product was removed and another one of the same catalog number was used to continue the procedure. A total of eight stents were deployed in the pt.